Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 400 mg/dl for about 2 hours, which resolved after an infusion set change; the event was attributed during troubleshooting to a suspected kinked cannula associated with lot 6003661, and education on monitoring and set issues was provided. Symptoms included elevated blood glucose. Outcomes included transient limitation of device function due to suspected infusion set occlusion and user-reported impact on glucose control, without hospitalization or professional medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the hyperglycemia was consistent with interrupted insulin delivery likely due to a kinked cannula, with glucose declining after the set change. It was concluded that the cause of hyperglycemia was unclear but likely related to infusion set cannula kinking, and the event was managed with standard troubleshooting and user monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.